Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer also indicated that both the reagent and calibrator packs were at their first use. The abbott customer technical advocate sent the customer one each of the rubella calibrator and reagent packs. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.